Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for routine generator replacement with the right atrial lead exhibiting noise with episodes of inappropriate automatic mode switch. The lead was capped and replaced on (B)(6) 2020. The patient's condition was stable.